Event description:
It was reported that during a lap choley procedure four or five clips in a row came out scissored. When another device was opened the same thing occurred. The procedure was completed with a 10 mm clip applier. There was no patient consequence.

Manufacturer narrative:
Information anticipated, but unavailable at this time.